Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive was cleaned. The system was then found to be working as intended.

Event description:
The customer reported the system failed to store images. No report of pt injury.